Event description:
It was reported that for the first patient, treated on (B)(6) 2023 with 63nj, doctor felt the lifts could be easier. Based upon this information, the energy for both the bed and side cut was increased to 65nj. After treating the first eye, doctor asked to increase the energy on the left eye, for comparison as an application support manager (asm) and field service engineer (fse) were present during the surgery. At the completion of the left eye, it was noticed a triangle gas bubble, near the hinge. Near the edge of the triangle, there was a tiny micro adhesion that doctor noticed. He was able to lift the flap and observed the same pattern in the flap interface. Doctor proceeded with treatment with no further issues. It was agreed it might have been too much energy and went back to 65nj for the last eye. The patient was seen the following day and had microstriae. Doctor massaged the surface to relax the striae and asked the patient to return that week however, the patient did not return for follow up visit. There was no loss of best corrected visual acuity (bcva). The doctor provided feedback to asm and fse regarding concerns with ergonomics and other features of system that he was having difficulty for the surgeries.

Manufacturer narrative:
Device evaluation: a field service engineer adjusted the energy calibration per doctor's request during the surgery. System performing to specification. Manufacturing records review: a review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Correction: h4: correction: in initial report, the manufacturer date provided was inadvertently reported as 02/21/2023, however the correct date is 03/22/2023. Additional information: manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.